Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age ¿ (B)(6) years) likely contributed to the post procedure stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in the (B)(6), a 23mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. On postoperative day (pod) 10 , the patient suffered a right sided weakness and was hospitalized. A CT of the brain was performed and a stroke/transient ischemic attack (tia) was identified. As per source data, MRI of the head showed acute left motor cortex infarct and stated multiple small infarct complications due to the procedure. During and post procedure, the patient had an episode of confusion and did not remember having the procedure. The patient was seen by the stroke team and the CT of the brain was normal. The episode passed and the patient was fully aware of procedure. One day post admission, the patient was discharged. The native annular diameter measured 422cm2. Information regarding the degree of valvular calcification was not provided. Per medical opinion, the event was procedural related.

Manufacturer narrative:
Additional information: section b2: outcome codes, section h10: narrative text. Additional information received indicated 1.5 months after the reported stroke, the patient experienced some blurred vision in the right eye and consulted an optician. The event is still ongoing. No further information regarding the cause of the blurred vision or patient status was provided.

Manufacturer narrative:
Corrected information: section b3: date of event. Additional information: section h10: narrative text. Additional information indicated the patient was discharge on postoperative (pod) 3. On pod10, the patient sided right weakness and was hospitalized. A CT of the brain identified a stroke. An MRI of the head showed acute left motor cortex infarct and stated multiple small infarcts complications due to the procedure. Thirty-one (31) days after the stroke, the patient had some blurred vision in right eye. An optician was consulted. The blurred vision is still on-going. No further information is available at this time. Per medical opinion, the events were procedure related.